Event description:
It was reported that the patient had a routine pulse generator change out procedure. After closing the pocket, the right ventricular lead exhibited noise and low impedance. It was unsure if the lead was damaged during the device change out. The lead was capped and replaced.